Event description:
A pt underwent a therapeutic procedure for treatment, placement of a trecheal stent. As the clinician was attempting to place the ultraflex tracheobronchial stent within a stent that was already in place, the pull ring was activated to release the stent, the deployment suture broke. The delivery catheter was out, the suture located and then the stent was deployed without issue. The procedure was successfully completed with this device. The pt did not sistain any complications or ill effects due to the deployment issue.